Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Device set to cool to 4c. After 30 minutes water temperature (wt) was 30.8c. Water flow rate (wfr) was 3.7 l/m, chiller temperature (t4) was 27.5c. Noted chiller needs to be evaluated. They will have the technical engineers follow up with them tomorrow to discuss repair. Sn (B)(6). Per review of wo on 14oct2025, biomed had a device that was not cooling, wo notes - mixing pump part and price given. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they have been running the arctic sun device for about 30 minutes to test it, and it was not cooling. Device set to cool to 4c. After 30 minutes water temperature (wt) was 30.8c. Water flow rate (wfr) was 3.7 l/m, chiller temperature (t4) was 27.5c. Noted chiller needs to be evaluated. They will have the technical engineers follow up with them tomorrow to discuss repair. Sn (B)(6). Per review of wo on 14oct2025, biomed had a device that was not cooling, wo notes - mixing pump part and price given.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they have been running the arctic sun device for about 30 minutes to test it, and it was not cooling. Device set to cool to 4c. After 30 minutes water temperature (wt) was 30.8c. Water flow rate (wfr) was 3.7 l/m, chiller temperature (t4) was 27.5c. Noted chiller needs to be evaluated. They will have the technical engineers follow up with them tomorrow to discuss repair. Sn: (B)(6).